Event description:
Generator received instrument errors during the case. A second shear was opened and when it was to be attached to the handpiece, it was noticed that the 4-40 stud was broken off the handpiece. A second handpiece and the second shear were then used to finish the case with no patient consequence.